Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the xenon light source presented an error message and had a snowy display. The issue was identified during set up /inspection for use, prior to patient being in the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.